Manufacturer narrative:
(B)(4). Unable to provide the date of manufacture without a lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be requested.

Event description:
Pt status post-im nailing procedure on (B)(6) 2010 returned to surgeon. It was discovered there was a post-operative medial migration of the helical blade. The surgeon removed the hardware (B)(6) 2011. Pt was revised to total hip replacement. This is one of four reports for this event.